Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing showed the device recorded 57 log entries between the 29th april 2007 and the 13th january 2013. The device recorded 55 manual power ups between the 26th december 2012 and the 12th january 2013, some of which lasted ten minutes duration. The last log entry on the 13th january 2013 recorded a self-test fail due to a low battery. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.